Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a revision surgery to alleviate her thoracic radiculopathy and augment her previous fusion. A posterior spinal fusion was performed from levels t3 to t5 using rhbmp-2/acs. The patient continues to experience severe pain that radiates down her trapezius into her shoulder, causing right-sided infrascapular pain and dermatomal pain. The patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.